Event description:
It was reported that during implant, the new leadless pacemaker (lp) exhibited low impedance and capturing issues. It was further noted the lp exhibited difficulty to position. After multiple reposition attempts, appropriate parameters were obtained. The patient was stable.